Manufacturer narrative:
Investigation: the product was analyzed by ats. The last repair of the hand piece was carried out in february 2013. During a function test, loud and untypical noises could be recognized. The ball bearings are soiled and are running rough. Due to overload, the bearing gd450216 is broken and missing. The inner side is soiled and significant traces of corrosion can be found. The tip is worn out, several scratches are visible. The milling tool is broken off, the shaft stuck in the collet and can not be removed. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: portugal. It is reported that during surgery the patient was burned by the device. The surgeon reported extreme heat from the hand piece of the device.